Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was just seen in the office for a follow-visit. It was noted that the patient also has a neurostimulator and has a history of frequent falls. A non-sustained episode was observed during which the device initiated charging and noise was noted on the electrograms. Troubleshooting was performed and the noise was reproducible when the device pocket was manipulated. The physician suspected the electrode was fractured near the header involving the primary sensing vector however, it has not been confirmed. A chest x-ray was planned to further evaluate lead integrity. It was recommended to program to alternate sensing vector and to schedule a lead revision. At this time, the electrode remains in service. No adverse patient effects were reported.